Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
Cvi is aware of an event that occurred outside the u.s. That involved the hospitalization of a patient. The patient was diagnosed with staphylococcus epidermidis keratitis and the treatment plan included: seize contact lens wear, 15 day work stoppage, and antibiotics. A reasonable and good faith effort was made to obtain additional information without results.